Event description:
It has been reported to philips that allura system movement was only partly available. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The rse inspected the system and instructed the user to restart the system. Review of the system log file showed that there was post clea ext2 failed error. For further troubleshooting action, rse instructed the user to restart the system and after a few attempts, the restart was successful. After restarting the system, the device was returned to use in good working order. Codes were updated based on the investigation outcome.